Manufacturer narrative:
Date sent to FDA: 5/6/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-05052021-0000952126 submitted for adverse event which occurred on (B)(6) 2016. Mwr-05052021-0000952127 submitted for adverse event which occurred on (B)(6) 2016. Mwr-05052021-0000952128 submitted for adverse event which occurred on (B)(6)2016. Mwr-05052021-0000952129 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and two (2) mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported that the patient experienced severe pain, chronic pain/discomfort, inflammation, abscess, infection and wound vac. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/12/2021.

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.